Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the distal right coronary artery with mild tortuosity, moderate calcification, and 75% stenosis, a 2.5x15 nc voyager dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 12 atmospheres. The 2.5x15 nc voyager dilatation catheter was withdrawn from the patient anatomy without resistance and a pin hole was observed on the balloon. A non-abbott balloon was used for further pre-dilatation and a non-abbott stent was implanted to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, sion blue, guide catheter: launcher jr3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.